Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Device logs confirmed that patient impedance was not obtained through the pads during the event; however, no error or failure codes were recorded. ECG signals were present via leads I and iii, showing a "noisy" rhythm consistent with the report. Evaluation testing could not replicate the issue. All device functions, including defibrillation and patient impedance checks, performed as expected. No malfunction identified. The device was recertified and returned to the customer. No trend is associated with reports of this type.